Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 8 patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. Of the 8 samples, the customer provided data for one sample which had an erroneous initial sodium result that was reported outside of the laboratory. The customer stated that the potassium and chloride test results were ok. The sample initially resulted as 132 mmol/l. The sample was repeated on a different analyzer, resulting as 139 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. No similar complaints of this nature on a similar instrument were identified for this site in the past 12 months. No abnormal trend was identified for the failing part in the past 90 days. The field service engineer replaced the sipper nozzle. He ran ise checks ten times. The customer ran ise calibration and quality controls. The system was operational.